Event description:
A screw came out underneath unexpectedly and a wheel came off and she fell back and broke her wrist. The screw is on the side, you don't even see it, her son put it back in, but she's worried to use it. She went to the hospital at (B)(6), it was the nearest hospital. Occurred on july 31, went to hospital the next day. Just put ice on it when it first happened; left wrist. She states she has the medical records from when the hospital determined it was broken. Said her son can't really send the information until early next, he's away. She states a screw came out from the very bottom, it's very smooth, and it fell out. Said she would send this device when she gets her new one.

Event description:
Device returned for inspection: when returned device was taken out of box, all wheels were attached. Zero wheels were completely removed from device. The front left wheel (looking at device from the front) was loose, however. The screw was nearly falling out but still holding the wheel to device. In the investigation summar, it mentions user's son put the screw/wheel back after it detached. Based off of this information and the condition of the wheel upon inspection, it is likely the screw came out while in use causing wheel to detach. Complaint duplicated. The device showed signs of use particularly on wheels and seat. Two out of four e-clips were not returned with device, neither was user guide.